Event description:
Customer reported that he went to the emergency room where he was treated and released due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 500 mg/dl. Customer stated that he has been sick with a toe infection prior to the emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.